Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd) therapies. It was reported that a patient experienced and was hospitalized for unspecified heart issues and peritonitis. The cause of the peritonitis was not reported. The patient had unspecified work done on their heart. The patient was not treated with antibiotics. The patient was still in the hospital at the time of this report. Pd therapies were ongoing. It was unknown if the patient recovered from the events.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.